Event description:
It is reported that the pt is presenting with progressive radiological lucency beneath the tibial component.

Manufacturer narrative:
Eval summary: the product identification label displayed the expiration date to be october 2008 and it is reported that the product was implanted in (B)(6) 2009, however it is unk whether or not this has anything to do with the issue. Preoperative, postoperative, and 14 month follow up x-rays were provided. In the follow up x-ray, the radiological lucency is apparent, but there is also some indication in the postoperative x-ray. (B)(6); this indicates that he is obese. Obesity is a contraindication per the package insert. Without additional info, however, the definite cause of the lucency cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.